Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dp board and dx board malfunction (printed circuit board malfunction). A root cause could not be identified. Based on the investigation results, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had no image output. The issue occurred during inspection for use. There were no reports of patient harm.